Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of charnley due to aseptic loosening of the cup and pain.

Manufacturer narrative:
Conclusion and justification status: following investigation, the bio engineering report concludes that from reviewing the notes on this case it is possible that the root cause of the failure was the traumatic incident that led to dislocation of the hip and movement of the acetabular component, however, other surgical, patient and implant factors are also likely to have contributed to the eventual failure. Should any further information be provided relating to this case then further investigation will be undertaken. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. The patient notes shall be retained in our archive unless specifically requested to be returned by the complainant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.